Event description:
Philips received a complaint by the customer on the v60 (software version 3.00) indicating that the display was very dim at the highest brightness level during setup. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request troubleshooting as the display was very dim at the highest brightness level during setup. The remote service engineer (rse) informed the customer that the device may have the original first-generation liquid crystal display (lcd) installed, which would need to be updated to a second-generation lcd by replacing the entire user interface (ui) assembly or rebuilding the current display with internal parts. The rse also provided the customer with the part information (ui assembly, ui printed circuit board assembly (pcba), lcd assembly, m2x3 socket screw, ui pcba to lcd cable, lcd tray, and lcd cable) and instructions for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.